Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. Unit received with cracked case at the display window corners and display window. Unit received with broken off piece of the battery tube threads. Unit received with minor scratched display window, case and keypad overlay. Unit received with cracked case at the reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 560 mg/dl. The customer experienced symptoms such as thirst. The customer was treated with the pump. Customer stated he was given an intravenous and he was extremely dehydrated and was given insulin. The customer was wearing the insulin pump during the hospitalization. Customer did not want to troubleshoot for high blood glucose levels. The insulin pump will be returned for analysis.